Manufacturer narrative:
D.2b. Additional medical device type: pch e.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd max¿ enteric viral panel, a false positive astrovirus patient result was obtained. Initial test was both sapovirus and astrovirus positive. Repeat of the sample gave sapovirus positive only result. There was no report of patient impact.